Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a monthly cleaning cycle and replaced the rotary valve x seal and pump tubing. Additionally, the cse performed a mechanical alignment of the sample probe depth in the tube and ran a quality check. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant sodium patient results were obtained on a dimension exl with lm instrument. The initial results were reported to the physician(s) and questioned. A new sample was drawn and repeated on an alternate dimension exl 200. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium patient results.